Event description:
Failure to follow product labeling and instructions for use resulted in inadvertent cutting of a hole in the graft that was larger than desired. Contrary to the instructions for use, the graft was not soaked prior to cutting the graft with the cautery. The device was implanted. No adverse consequence to the pt occurred and the surgery was carried out uneventfully. The MFR attributes this event to user error.